Event description:
It was reported that patient presented for routine follow up and premature eri was noted. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.